Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was pain and tenderness at the implantable neurostimulator (ins) site due to device location at the belt line. The tenderness was reported to be due to the ins rubbing on the patient¿s belt. There were no known environmental factors contributing to this event. It was reported that the ins was moved 3 inches north of its previous location in order to resolve the issue. The pocket revision was completed. No further complications were reported.